Event description:
It was reported that the procedure was to treat a chronic total occlusion in the left circumflex coronary artery with moderate calcification and heavy tortuosity. The 3.0x23 mm xience alpine stent delivery system (sds) attempted to cross the lesion with the support of a 5fr guide liner extension; however, the device became stuck in the lesion and the struts looked damaged. There was resistance during removal. The procedure was abandoned. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code: 2017 - excessive force.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported difficulties could not be determined. Factors that could contribute to failure to advance include, but are not limited to, patient anatomical morphology, inner lumen obstruction, patient disease state, pre-dilatation strategy, device placement technique, interaction with previously placed stents or accessory devices. Factors that could contribute to material deformation include, but are not limited to, inadvertent mishandling during sheath/stylet removal, preparation, during use of the device, or interaction with anatomy or accessory devices. Factors that can contribute to difficult to remove include, but are not limited to, kinks, bends, procedural technique, insufficient support, or interactions with other devices. In this case, it is possible the device may have interacted with the moderately calcified, heavily tortuous lesion during advancement, as resistance was noted, causing the reported failure to advance. Further manipulation of the device during positioning of the stent may have contributed to the reported material deformation. Further interaction with the challenging anatomy during retraction of the device may have contributed to the reported difficult to remove as resistance was noted again; however, based on the information provided and without the device to examine, this cannot be confirmed. In addition, it was reported that during advancement and removal of the device, resistance was noted, and force was applied. It should be noted that the xience alpine, electronic instructions for use (eifu) states: applying excessive force to the delivery system can potentially result in loss of or damage to the stent and / or delivery system components. It is unknown if the IFU deviation directly caused or contributed to the reported event. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.